Event description:
Berlin heart was informed by the clinic that a patient had an eye deviation to the right during po feeding. No other neurological changes were noted at that time. On (B)(6) 2023-head CT confirmed a small ischemic cva. Anticoagulation was held pending coagulation lab results. Neurology consulted, and the decision to restart anticoagulation was made. Seizure activity was noted later on (B)(6) 2023, the patient was given ativan and loaded with keppra, which continues. Of note: site reported that on (B)(6) 2023 two small fibrin deposits were noted in the pump and then disappeared. Patient's neurological status was stable at the time, and neuro checks were changed from q4 hours to q1 hour for 4 hours. No neuro changes were noted.

Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the incident on (B)(6) 2023 (77 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 05/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).